Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Pressure test and clear passage under water test were performed with no issues noted. Functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking. The set was leaking fluid from the valve of the luer lock site at the bottom. The set was replaced with new supplies and treatment was able to continue. The set was being used to administer leucovorin. There was no patient injury or medical intervention associated with this event. No additional information is available.